Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip ring of the reservoir was chipped off. Customer¿s blood glucose level was unknown. Customer reported that the reservoir was not able to lock in place when inserted into insulin pump. Customer was advised to discontinue the use to insulin pump and revert to back up plan. The insulin pump will be returned for analysis.